Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H6 the product was not returned to depuy synthes, however photos were provided for review. See attachment ¿driving cap¿ and ¿driving cap2¿. The photo investigation revealed that the distal tip of the 03.010.523, driving cap/threaded is broken. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 03.010.523, driving cap/threaded would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6. Part: 03.010.523-us. Lot: 6l10946. Manufacturing site: bettlach. Release to warehouse date: 16 december 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 6l10946 , and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6), 2023, that while impacting the implant the driving cap sheered off at the threaded portion with the tip retained inside the insertion handle. At this point the nail was seated enough and so the procedure continued as planned. The driving cap had been tightened onto the insertion handle appropriately using the pin wrench. There was no surgical delay. The procedure was successfully completed. No fragments were generated. There were no patient outcome or consequences. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).